Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had increasing shock impedance measurements, but none of them were out of range. There was also an increase in pacing thresholds as well and some oversensed myopotential noise noted on the shock channel. The rv lead continues to remain in service. No adverse patient effects were reported. Additional information provided from the field indicated this system has continued to exhibit high shock impedance measurements, including multiple out of range values of greater than 125 ohms. The system was reprogrammed and remains in service. No adverse patient effects were reported.